Manufacturer narrative:
A sample that was previously indicated to be available has not been received by manufacturing for evaluation. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. The sample is not available for investigation therefore, damage cannot be confirmed or rather a root cause cannot be identified. Should a sample return, this complaint will be reopened and the sample will be investigated. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Sample received in opened original packaging including cover foil. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria the sample was functionally and visually inspected with the aid of a photomicroscope with various magnifications. After cleaning was found that forceps could been activated multiple times and that the opening and closing was good. Therefore, customers complaint was not confirmed. A root cause could not be determined because the sample meet the specifications. No corrective actions are required, because there is no indication of a malfunction. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a vitrectomy surgery an ophthalmic forceps was found to be stuck. An alternate forceps was used to complete the surgery. There are no report of patient harm.